Event description:
This x-ray system was reported to give the following error, "digital image processing not possible."

Manufacturer narrative:
Conclusions: the investigation found the viewing substation (visub) would not start. This was the result of two defective boards (vccom and dffd). The review of the failure rate/trending of these boards concluded that there is a decreasing replacement rate for the vccom board and a steady rate for the dffd board. Therefore, there is no need for a mandatory field action.